Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was hospitalized for bacteremia and staphylococcus aureus. It was reported that the lvad clinicians from the implanting center presumed the infection was device related. The patient was treated with oral doxycycline, and that a peripherally inserted central catheter (PICC) line was inserted for IV antibiotic administration. It was reported the infection was resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Following this event, the patient remained ongoing on vad-60853 until they underwent a heart transplant due to a pump pocket infection on (B)(6) 2017. The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-01754. Refer to medwatch MFR report # 2916596-2017-01754 for a full evaluation of the device. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.